Event description:
During service of the device, the manufacturers service engineer reported a vent inop occurrence due to a data acquisition pcba adc reference failure. Vent inop is a high priority condition that precludes safe operation of the ventilator in normal ventilation mode. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. If in use, the patient must be placed on another means of ventilatory support. The service engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem. Final testing was completed per operating specifications.